Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller and charge when connected to a test battery charger with no anomalies observed. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported not charging event was confirmed. Log file analysis was not performed because log files were not available. The re ported "connect power" alarm event could not be confirmed, as the battery is still able to provide power when a cell-over-voltage flag is enabled. Based on the available information, a possible root cause of reported not charging event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of power disconnect alarms can be attributed, but not limited, to a marginal connection, communication errors, and/or momentary disconnections between the battery and controller. There is no evidence that the lubrication servicing was performed on the reported device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and gives a connect power alarm. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.